Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient first noticed inaccuracies on (B)(6) 2021. On (B)(6) 2021, the patient was at school, felt weak and dizzy, and put her head on the table. The teacher asked her what was wrong, and she stated she "could not see color anymore." They checked the cgm and it was displaying 7.2 mmol/l. They checked a finger stick and stated it was low but did not provide values. They provided the patient with lucozade. After she was treated, she collapsed and became unconscious. She was unconscious for 4-5 minutes. The ambulance was called and when ems arrived, the patient had already come to. The patient was taken to the hospital. She was treated with lucozade again while in the hospital and was released after 5-6 hours. At the time of the report she was in stable condition. No additional patient or event information is available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.